Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating their pain and tenderness around the ins feels like a pulled muscle. They also stated that the pain and tenderness was resolved for a couple of weeks but it came back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having tenderness around the ins location. The patient stated the device was causing pain on the left arm which started 2 days ago as well as tenderness around the ins. The patient stated the pain went away when the ins was turned off for a little bit but then the pain came back. The patient also stated when they breathed hard it hurt when their arm was up in the air. The patient stated their muscles were sore and wondered whether that was normal or not.